Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient reported experiencing a burning/stinging pain at the ipg site. The issue occurs while stimulation is on and off. The patient further indicated she had not charged her ipg since (B)(6) 2012 due to the issue. The patient was advised to contact her physician.